Event description:
New information received notes that prior to the normal device change out procedure, an interrogation was performed and atrial lead noise was noted on the intracardiac electrogram. During the procedure, the noise was not reproducible so no intervention was performed for the lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed via a remote transmission. No intervention was made. There was no patient consequences and patient will continue to be monitored.